Event description:
It was reported the patient (B)(6) was without stimulation. A diagnostic test revealed invalid impedance measurements for all lead contacts. As such reprogramming was not an option for resolution. An x-ray was also taken; however no visible anomalies were detected. The patient is working closely with his implanting physician to rectify this matter.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers tot he patient's physician regarding medical history.